Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery off no power alarms noted. Unit passed off no power test, selftest, a21 error test, displacement test, rewind, basic occlusion, and occlusion. Unable to complete functional test including prime/a33 test and excessive no delivery alarm test due to unresponse up arrow button. Unresponsive up arrow button during testing due to unlocked j2 lcd connector. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 400 mg/dl. The customer was pregnant and she was having issues with the keypad on the pump. The customer was admitted to the hospital. The customer insulin pump was taken off and treated via injection and monitored to make sure everything was okay. The customer did not troubleshoot for high blood glucose as the patience is using a new insulin pump. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 134 mg/dl. The customer stated up button is not working and it is not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.